Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were sticking and required multiple presses to elicit a response. The patient stated that the keypad was peeling around the contrast button and alleged that the response issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a soft cloth and mild soap. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was peeling at the down arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow button had normal response. The remainder of the buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.